Event description:
It was reported that the patient presented with right atrial (ra) lead that exhibited noise over-sensing that caused inappropriate automatic mode switch (ams). The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Additional information: patient's gender.